Manufacturer narrative:
(B)(4). Report source: maude report: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an orthopedic trauma case involving multiple orifs (open reduction and internal fixation) of the right leg, a drill bit broke off while the surgeon was drilling into the patient's bone. This drill bit was completely lodged in the bone with no way to recover it and was left in place. Management was notified and x-ray confirmed that the drill bit was inside of the patient's bone. The piece of the drill bit that was still in the drill was removed and given to management for follow up. Surgeon states that they will updated patient and family post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.